Event description:
Complainant alleged that while treating a (B)(6) male pt in cardiac arrest, the device successfully delivered five shocks. However, on the sixth attempt, the device did not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. However, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.